Event description:
It was reported the outer cannula of this biopsy needle was bent, following test firing of the needle during a prostate biopsy procedure. Although, it was noted in testing the needle was bent, the physician chose to use the device and successfully completed the procedure with this unit. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the distal tip of the cannula is burred. The device exhibited good function during cycle testing. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.